Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the displacement test due to motor high current draw. The pump passed the idle current, run current, self test, off no power, and unexpected restart error tests. Unable to perform the basic occlusion, occlusion, prime, or no delivery alarm tests due to the alarm. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received the alarm when he changed out his infusion set. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.